Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise. Further information was requested, but not yet available.

Event description:
Additional information received notes that the noise was discovered remotely, and said noise resulted in oversensing. The device was successfully reprogrammed, and the patient was stable following changes.